Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer's doctor made some adjustments on the insulin pump. Customer's blood glucose readings were 42 mg/dl and 58 mg/dl. Customer stated that the low blood glucose was due to him over bolusing and not allowing the insulin pump to do its calculations. Customer would add some extra units to cover and was getting better at trusting the pump calculations. Customer stated that he is overall very happy with the insulin pump and his control at this point.